Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No battery out limit alarms noted. Insulin pump received with minor scratches on lcd window, cracked case on display window corners and cracked battery tube threads.

Event description:
Customer reported the act button on her insulin pump was not working. She also stated she tried pressing all the buttons, but the buttons were unresponsive. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.